Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. After stent placement, a 2.50mm x 12mm nc emerge balloon catheter was advanced for post dilation. Dilation was performed at about 20atm; however, during removal, resistance was felt with the non-bsc guide wire, so the device was removed together with the wire to complete the procedure. Upon removal, dried blood was noted near the guide wire port of the catheter. The procedure was completed with this device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. There is blood present in the guide wire lumen and the balloon is loosely folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. A test guide wire was advanced into the guide wire lumen and was able to pass thru. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. After stent placement, a 2.50mm x 12mm nc emerge balloon catheter was advanced for post dilation. Dilation was performed at about 20atm; however, during removal, resistance was felt with the non-bsc guide wire, so the device was removed together with the wire to complete the procedure. Upon removal, dried blood was noted near the guide wire port of the catheter. The procedure was completed with this device. No patient complications were reported and the patient status was good.